Event description:
It was reported that the device was in use for patient infusion. The reporter stated that after infusion was completed, the nurse removing the device from use noted leakage at the filter area. No adverse effects to patient reported.